Event description:
It was reported that after performing pre-dilatation, while advancing a 2.5x23 xience v rx stent delivery system (sds) toward a heavily calcified lesion in the moderately tortuous right coronary artery, the xience was unable to cross an existing 80% to 90% stenosed lesion in the saphenous vein graft (svg) to right coronary artery (rca) bypass graft. As flared stent struts were noted angiographically, the sds was withdrawn from the vessel without resistance, then it was discovered that the stent had dislodged inside of the anatomy; the stent was angiographically visualized in the aorta region. An unspecified filter wire and an unspecified gooseneck snare were used to attempt stent retrieval, but the attempt was unsuccessful. A balance middle weight (bmw) guide wire was advanced to push the dislodged stent further distal; it was pushed down into the iliac and into a non-critical gluteal vessel near the proximal femoral artery, where it remains. The procedure was aborted. There were no adverse patient sequelae and there was no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.